Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right atrial (ra) lead exhibited loss of capture, p-wave amp variation and low impedance measurements. No intervention was performed. The patient was discharged with no reports of adverse consequences.